Event description:
Customer reported an extension set leaked form the circle on the filter during an infusion. The set was not saved for examination. There was no patient harm or medical intervention. No add'l event or patient info was provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). Product was discard by customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of the reported failure was not identified.